Event description:
It was reported that this right atrial (ra) lead exhibited noise and loss of capture with high pacing thresholds. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.